Event description:
(B)(6) service engineer in (B)(6) reports: the piston from the injector runs sporadically in the wrong direction (backward). The problem occurred during the filling process of the syringe. The injector was immediately taken out of order by the customer, no patient injury. No additional details are available.

Manufacturer narrative:
Regional service investigated report that the ram was running backwards, and found contrast media had penetrated powerhead. Service engineer cleaned contrast from powerhead, recalibrated position of rams, and tested the unit for proper function. Unit passed checkout procedures and was returned to service.